Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the introducer needle was still in the body. Customer¿s blood glucose level was 142 mg/dl. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. The device will be returned for analysis.